Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the clock was slow and has to be reprogrammed. The customer's blood glucose was unknown. The back light was not always work, screen was hard to saw in bright sunlight, rainbow effect, crack at the reservoir opening, the customer had to repair with tape. The insulin pump will not be returned for analysis.